Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the smart pneumatic module board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure - 1474" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.